Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by the customer's father that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 343 mg/dl. Customer was assisted in performing a 5.0u fixed prime. Customer stated that the insulin did not exit. Troubleshooting was performed and customer was able to push insulin through the tubing using a plunger. Customer was able to rewind the insulin pump and was advised that the insulin pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.